Manufacturer narrative:
S/v 2.5a pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert and no delivery/occlusion alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had reduced battery life. Blood glucose level at the time of the incident was 200 mg/dl. Customer stated the battery lasted for 2-3 days. Customer completed troubleshooting. Customer also mentioned getting a no delivery alarm but decline to troubleshoot. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.